Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported tht the implantable pulse generator (ipg) was at elective replacement indications within (B)(6) of use. The ipg was removed. No patient complications were reported as a result of this event.